Manufacturer narrative:
The device history and sterilization records were reviewed and found to meet specifications. No anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Refer to MFR reports 1627487-2014-05575,1627487-2014-05576,1627487-2014-05577,1627487-2014-05579. The patient had an scs system for off-label use that included four, 3166 leads (two were from the same lot) and two extensions from the same lot. It was reported that the patient experienced skin erosion from one of the leads, as well as a fever and chills. As a result, the lead was explanted on (B)(6) 2014. During the procedure, the patient's implant sites were cultured and came back positive for infection. The remaining devices were explanted on (B)(6) 2014. Vancomycin and a peripherally inserted central catheter (PICC line) were given to the patient to address the infection. All four 3166 leads are being reported as explanted on (B)(6) 2014 because it is unk which lot was removed.